Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter would not charge the pump. Customer was able to charge the pump with a different wall adapter. There was no known impact to the customer's blood glucose. Tandem technical support sent the customer a replacement adapter.